Manufacturer narrative:
(B) (4) conclusion: the investigation shows that it was possible to apply the required tension force without difficulty. It is not possible to determine the difficulty described in this complaint. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the cord tensioner did not grab and hold cord during tensioning. This issue caused a delay of 30 minutes.